Event description:
"Again" tear in catheter near the y-piece. User finds it dangerous. After connection, blood flows with high speed out of tear. Catheter was placed in 2003 and was removed in 2004. User says that they always disinfect.